Event description:
It was reported that the customer was hospitalized for dka. Prior to the event, the contact stated an alarm occurred. The cause of the event could not be determined by the md. It was verified that the programming and histories were accurate. Troubleshooting was done and the pump passed the prime test. The contact was educated on the two hbg rule. Furthermore, the customer's family member stated that the backlight was not functioning. At that time, the family member was advised that a replacement will be sent.